Manufacturer narrative:
Device manufacturing date is unavailable. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site found their small straight ratcheting handle was damaged. No further details regarding the damage, or how it occurred, were provided. The surgeon opted to continue and completed the procedure with the use of navigation. Delay in therapy was less than one hour. There was no impact on patient outcome.

Manufacturer narrative:
Device manufacturing date now provided.